Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. Visual inspection of all three instruments noted no abnormalities. Two loading units were received. The first loading unit was received fully applied and the interlock was engaged. The knife blade displayed no damage, however cracks were noted on the surface of the loading unit. The second loading unit was received with a full complement of staples and the interlock was engaged with no knife blade damage. The first loading unit was reset with staples from a test loading unit and then loaded into the returned instrument. The instrument and loading unit were applied to the appropriate test media with acceptable results. The second loading unit was reset and then loaded into the returned instrument. The instrument and second loading unit were applied to the appropriate test media with acceptable results. A test loading unit was loaded into the third instrument for functional testing. The third instrument and test loading unit were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality re lease specifications at the time of manufacture. Replication of the reported condition may be due to use in tissue thicker than indicated. The instructions for use (IFU) states that if the tissue cannot comfortably compress to the minimum requirement, the tissue may be too thick or too thin for the selected staple size. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Additionally, the investigation detected a unreported condition of did not load properly that has no relationship to the reported condition. Replication of the reported condition may occur as a result of the engaged safety lock due to improper loading of the cartridge. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic exploratory, myomectomy and bowel resection procedure, one of the three devices fired without any staples and they cannot determine which lot number it is. There was a tissue loss and tissue damage caused by the event. A new device was used to staple the bleeding bowel.